Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) units battery was not charged even though the ac outlet was still plugged in. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) units battery was not charged even though the ac outlet was still plugged in.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional information: event site postal code: (B)(6). A getinge field service engineer evaluated unit and confirmed the problem with power management board. Fse replaced power management pcb on unit. Fse confirmed the battery was charging after replacement of power management board. There was no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details . The failure analysis and testing dept. Received power management board with a reported unit failure of the cardiosave batteries not charging. The fat performed a visual inspection and found the part to have a damaged q27 component. Fat cannot install and test this board due to the risk associated to the cardiosave test fixture. Due to this board being an obsolete revision, it will not be sent back to the supplier for failure analysis. Fat cannot investigate this complaint any further. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.